Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was noted that the balloon was noted to already be punctured. Once put into the vertebral body for inflating, the contrast medium leaked out from the balloon. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.